Event description:
It was reported that on (B)(6) 2014, a (B)(6) old, female pt was transported from the recovery to the ic department. The pt had a dark-tinted skin. The present operation was run without any problems and the pt was well and stable. During this transport all the vital parameters were monitored including spo2. During this transfer, something went wrong with the pt (probably caused by problems with the laryngeal mask). Pt has undergone a severe oxygen saturation decrease during this transport, for about 4 minutes. The spo2 value on the monitor was not a decreasing value, but a value that varied between 0-1 - -100, with short stable moments of 100% spo2. Also, associated pulsation was good. This had put the user to the wrong idea, as regarding to the interpretation of the spo2 value. The pt had to be resuscitated and intubated. Over the next 6 days, they tried various therapies and techniques (e.g. Medication and cooling) to bring the pt within the limits of valuable life. This did not work out. It was decided to extubate the pt on (B)(6) 2014 and perform a controlled desaturation. The pt has been deceased. The exact same thing happened during the controlled desaturation as with shown saturation value shown on (B)(6) 2014, namely no decreasing value and a value that switches between 100-2-1-100- during the visit on (B)(6) 2014, the monitor and peripherals were examined for proper functioning. Various logs taken from the monitor. In the hospital it self, the monitor(s) were also checked by connecting an african dark female employee to the monitor(s). The monitor(s) indicated in this (and all the other tests) normal values. There was a pt death reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.